Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's front screen was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator's front screen was damaged. The generator was returned for service. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment, the liquid crystal display (lcd) lens was broken. Analysis also found the upper and lower cases were broken, one side bail cover was missing and one was broken and that one side bail was missing. (B)(4).